Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the cgm reading was in the 50 mg/dl range, and the blood glucose reading was 140 mg/dl. An unknown time after this, the cgm reading was in the 140 mg/dl range, and the blood glucose reading was 360 mg/dl. The patient experienced nausea and was lightheaded with a sensation of near fainting. As his symptoms worsened, the patient went to the emergency room at approximately 1:00 am. At the ER, the blood glucose reading was 340 mg/dl. The patient was treated with intravenous treatment for the nausea, fluids, and with insulin via the pump. The patient was discharged the same day at 10:00 am, and the blood glucose reading was 340 mg/dl at that time. There was no documentation of further medical evaluation or intervention. At the time of the report the patient was stable. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b and c zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.